Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2014 due to a low blood glucose level. Her actual blood glucose level was not reported. The customer had issues with her infusion set and transmitter. She was bleeding and received weak sensor alarms. Her belt clip broke. The product was not returned. Nothing further to report.